Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a hole in the tip. During priming of a spiroflex® angiojet® thrombectomy set, outside of the patient, the catheter was leaking and a hole was noted near the tip of the catheter aspiration ports, which never allowed priming to be completed. The procedure was completed with another device. No complications were reported and the patient was fine post procedure.

Manufacturer narrative:
Update: device avail. For eval. Returned to MFR. On. Device returned to MFR. Device evaluated by MFR. Eval summary attached. Method, results and conclusion codes. Device evaluated by manufacturer: the pump, seal cap, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection revealed that the seal cap was raised outside of the pump body. The boot was removed and the seal cap did not appear to be torqued down, as it was not tight to remove. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal was raised and not seated in the pump; the high pressure seal and the low pressure seal (silicone ring) were removed by hand. The low pressure seal was damaged. Due to the damaged seals, a functional test could not be performed. There were numerous kinks throughout the shaft. When the shaft and tip were inspected and there was no holes; however, the hypotube was broken. The fractured surfaces were ovaled, which suggests the hypotube was kinked prior to separation. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported there was a hole in the tip. During priming of a spiroflex® angiojet® thrombectomy set, outside of the patient, the catheter was leaking and a hole was noted near the tip of the catheter aspiration ports, which never allowed priming to be completed. The procedure was completed with another device. No complications were reported and the patient was fine post procedure.